Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and ivs tunneller were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, bleeding with urination, constipation, nocturia and incontinence. Due to erosion, pain, and bleeding the patient has undergone mesh excision/repair on the following dates: (B)(6).(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence with uterovaginal prolapse. It was reported that the patient had the concurrent procedures of neovagina with graft, bilateral sacral spinous fixation and rectocele repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.